Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: what color reloads were used throughout procedure? Unknown. Were any malformed staples noted throughout care of patient? No. Does the surgeon routinely wait 15 seconds prior to firing? Yes. Does the surgeon pulse fire or use one continuous firing stroke? Continuous. Was the site of the leak identified? If so, what was the location? Unknown. What color reload was used at site of leak? Unknown still locating file. Were malformed staples present at leak site? Unknown contacting surgeon for follow up. How was the leak addressed? Same as previous. What is the current patient status? Same as previous.

Event description:
It was reported that post op to a laparoscopic sleeve gastrectomy procedure, the patient presented 24-48 hours later feeling uncomfortable. The patient was readmitted and found to have an anastomotic leak. A stent was put in. It is unknown how patient is currently doing.